Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) is leaking. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was discovered to be leaking. There was no harm reported to the patient.

Manufacturer narrative:
A getinge field service engineer troubleshot device, could find nothing wrong. But when fse turned on, the message came up "iabp may need maintenance". Fse replaced compressor (d119-00-0236). Return to clinical service. It is unknown of patient involvement, the defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Could not installed the compressor and test the compressor to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q due to a broken connector on cable assembly. Retaining the compressor in the fat dept. Per procedure 0002-07-d008 rev ak. See the attached file for reference. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer troubleshot device, could find nothing wrong. But when fse turned on, the message came up "iabp may need maintenance". Fse replaced compressor. Return to clinical service. Patient involved and no harm reported, the defective components were received for further investigation. The failure analysis and testing dept. Could not installed the compressor and test the compressor to factory specifications per procedure number and the cardiosave service manual due to a broken connector on cable assembly. Retaining the compressor in the fat dept. Per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.